Event description:
New information received notes that there were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2023-93855. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low defib impedance. No intervention was done. The patient status was unknown.